Manufacturer narrative:
Lumenis contacted the reporter of this event to obtain additional information. The reporter said that "the system was being tested prior to use by an [?]unfamiliar person' who noticed that the tongue depressor they use as a target did not have the expected burn mark. When the surgeon used it she also commented that it did not perform as expected (weak). No patient injury occurred as a result of the event but the patient had to be awakened and the procedure had to be rescheduled due to the issue with the system.". The reporter further stated that the 3rd party biomed they use concluded that "the system was misaligned (fuzzy spot instead of sharp edges) and may also need a sw upgrade. Biomed did not perform this task due to lack of po. " a review of subject device service records revealed that the device was installed at the facility on 12-sep-2011, and has not been serviced by lumenis since june 2014. Lumenis cannot rule out that service by an unauthorized third party service provider, lack of annual preventive maintenance, or no service at all may have contributed to the reported event. Although lumenis offered to inspect and service the system, the facility had not provided approval for that, and would likely continue to service the system with a third party provider. To the best of lumenis' knowledge, the subject device remains in service at the user facility. Although there was no report of injury associated with this event, the malfunction led to a cancelled procedure. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Lumenis will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc (B)(4)) and per post marketing surveillance procedure (doc (B)(4)). The complaint record is being closed at this time since lumenis had not been approved to inspect and service the laser. Should additional information become available, the complaint record and medwatch report will be updated accordingly.

Event description:
A user facility reported that prior to the start of a procedure in which a lumenis ultrapulse totalfx laser was to be utilized, it was noticed that the test burn mark on a tongue depressor did not produce the expected burn mark. As the surgeon began use of the laser it was further reported that the performance was "weaker than expected". As a result, the patient was awakened from anesthesia and the procedure was rescheduled.